Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasions were found 33.1-34.5 cm, 40.5-41.0 cm, 41.3-41.5 cm, 42.1-42.5 cm, 43.6-43.8 cm, 48.0-48.5 cm, and 48.2-48.4 cm from the distal tip, all consistent with friction to the device can. Internal insulation abrasions were found 7.5-8.0 cm, 9.6-10.8 cm, 11.2-12.9 cm, and 10.3-13.0 cm from the distal tip. The etfe coating was in tact in all of these regions.

Event description:
It was reported that during routine follow-up, externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead was explanted and replaced. The patient was stable post procedure and will continue to be monitored.